Event description:
The device was used during a colectomy procedure. Reportedly, the instrument did not fire. The surgeon manually cut the remaining tissue at the application site, applied another device, and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.